Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a 2.5 second pacing pause as a result of a right ventricular (rv) lead sensing issue. It is possible that the pause was caused by a pacing check. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.